Event description:
Rptr received a lettersized envelope from MFR. A plain unwrapped latex glove was inside the folded flyer. When she opened it up, the glove fell out. For most people, this of course is not a problem but rptr is extremely allergic such that she wears a medic alert bracelet. Rptr called the co and spoke to a co official who made smart remarks when she told him he should send the product sealed in something such as a plastic bag. Indeed, although he stated he knew about latex allergy, he in no way was concerned about the very real risk to rptr (or anyone else, she supposes).